Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not requested to be returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 16.2 mmol/l and 6.9 mmol/l. No death or serious injury reported. No product return was requested.